Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of the kinked cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 26 mmol/l (468 mg/dl) between 5 and 24 hours of wearing the pod. The patient was reported to be feeling thirsty, cranky, and very emotional. The reporter sought guidance from a medical professional over the phone. The reporter did a test for ketones, gave a manual injection of novo rapid insulin and changed the pod and pack of insulin, under guidance from the nurse. The reporter stated the pod was removed and the cannula was found to be a bit bent.